Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports: the raytec gauze are shredding. The particles are remaining on the patients skin and the doctor is unsure if any might be shedding undetected in the wound.

Manufacturer narrative:
Submit date: 12/12/2016. A device history record review could not be performed because the lot number reported was incorrect. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two photos were received for a visual inspection. Two pieces of threads were found on the patient¿s skin. The gauze roll is slit by crushing followed by cutting which generates fraying on the cutting edge of the roll. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purpose.